Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during endoscopic cleaning, the subject device water transmission pump was not functioning properly. There was no patient involvement.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 3/2/2017 h4.

Event description:
Additional information received from the customer, that there was no patient involvement, and the malfunction was discovered after the procedure.

Manufacturer narrative:
This supplement report is being submitted to provide correction on initial MDR submission. Based on the customer allegation, "water transmission pump was not functional properly" was not reportable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer, that there was no patient involvement, and the malfunction was discovered after the procedure.